Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an unexpected restart alarm. The alarm occurred after inserting a new battery. The customer's blood glucose during the incident was 124 mg/dl. Troubleshooting was performed. There was no clear indication that the alarm was cleared. The insulin pump will not be returned for analysis.